Event description:
There was an allegation of questionable iron gen.2 results for 2 samples taken at the same time from 1 patient on the cobas 6000 c501 module. Sample 1 initial result was 6.63 umol/l. Sample 2 initial result was 8.24 umol/l. On (B)(6) 2024, the samples were repeated. Sample 1 repeat results were 6.26, 5.90, 5.68, and 5.90 umol/l. Sample 2 repeat results were 8.96, 5.74, 5.60, and 5.57 umol/l. On (B)(6) 2024, the samples were repeated sample 1 repeat result was 7.41 umol/l. Sample 2 repeat result was 7.35 umol/l. On 16-jul, the samples were tested on a cobas c702 at another site. Sample 1 results were 5.495 and 5.595 umol/l twice. Sample 2 results were 5.409 and 5.314 umol/l twice. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6) . A general reagent issue was ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Manufacturer narrative:
Due to the limited data provided, the specific cause of the event could not be determined. Based on alarms in the analyzer alarm trace, the event was consistent with a general pre-analytical issue. The investigation did not identify a product problem.